Event description:
A report was received from a home therapy nurse (htn) stating that a patient had just begun treatment using a second batch of pureflow when reportedly, the patient saw a pink tinge throughout the system. The patient experienced a sensation that his throat was closing, lips swelled and he was flushed. The patient was transported via emergency medical service (ems) to the hospital. The patient was treated with insulin, 10 units, intravenously (IV), calcium gluconate 1000mg IV, sodium bicarbonate 50meq IV, prednisone 125mg IV. The patient was observed and admission was recommended; however, the patient refused. The patient continues dialysis using nxstage products without issue.

Manufacturer narrative:
The disposable cartridge has not been returned as requested and the lot number was not provided. The patient treatment log files were not made available at the time of this report. The actual cause of the patient's symptoms were not identified. The patient continues with treatment with no further reports of this type. Nxstage medical considers this report closed.